Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 due to stress urinary incontinence and overactive bladder and mesh was implanted. It was reported that patient underwent a repair of abdominal wall hernias on (B)(6) 2007 where a mesh was used. On (B)(6) 2008, patient had a repair of recurrent ventral hernia with, and on (B)(6) 2009 patient had a nissen fundoplication with repair of hiatal. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.